Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, distal tip distal tip damaged high voltage flashover from electrode - illumination distal tip fiber damaged deep fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/broken negative - cosmetic issue scratches/dents deposits on external optical surfaces labeling : illegible etch, visual : deformed/bent, broken (2+ pieces): chipped/shaved/delaminated, visual : scratched/nicked per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgery, it was observed that the 4k c-mnt scp,4.0,30,167,mitek device scope was cracked. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H.11. Additional narrative: correction: device evaluation was updated as follows: other damages caused by customer: outer tube damaged, distal tip distal tip damaged high voltage flashover from electrode, illumination distal tip fiber damaged deep fiber damaged, optical system, optical components broken lenses in optical system distal cover, glass/negative damaged, cracked/broken negative, cosmetic issue scratches/dents deposits on external optical surfaces, and engraving/identification datamatrix code level a. Labeling: illegible etch, visual: deformed/bent, broken (2+ pieces): chipped/shaved/delaminated, visual: scratched/nicked. Per service report, this complaint was confirmed. The faulty parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.